Manufacturer narrative:
Final analysis found a partial lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damage found which is consistent with procedural damage.

Event description:
Related manufacturing reference number: 2017865-2020-13349 and 2017865-2022-14036. New information received indicates the patient passed away due to unknown reasons. There is no known allegation from a healthcare professional that the patient's death was related to the dual chamber implantable cardioverter defibrillator system or related procedure.